Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. It was reported packaging integrity. An empty opened foil and a winding former with eight parked needle/suture combinations from slot # 1 to 8 were returned for analysis. During the visual inspection of sample, the swage and attachment area of the eight needles were as expected. The sutures were examined and no defects or suture degrade could be observed. In addition, a functional test was performed on the samples and the samples met the minimum individual requirements. Also, the foil was examined for visual inspection and showed multiples wrinkles and holes in cavity on the top and bottom foil package due to excessive manipulation. Also, the foil present delamination on the outside (top and bottom side) of the foil. Per the condition of the sample received, the assignable cause of packaging integrity, is a hole in cavity; due to the improper handling of package.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any hole, tear, or puncture in the package that compromised sterility? Was there any open or incomplete seal?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, it was noted that the suture was degraded when out of package. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.